Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases fold, deformation, white particles, and cloudiness in the gel observed after autoclave disinfection cycle. Weight measurement of the device identified device weight was within specification. Micro analysis was performed and identified wear abrasion. Based on the device analysis the final assessment was no issues found related with the manufacturing process additional, changed, and/or corrected data: b.5., h.3., h.6.

Event description:
Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted.

Event description:
Device has been explanted.